Event description:
Doctor indicated healing abutments do not thread into the implant.

Manufacturer narrative:
Zimmer dental heal collar was returned were examined visually by the naked eye for inspection. Visual inspection revealed minimum wear about the collars and threads. The hex heads were also slightly worn, but functional. The implant that reportedly would not mate was not returned for inspection, therefore the complaint could not be verified. No lot number was provided therefore the DHR was not reviewed. No definitive root cause could be determined. The reported event is non-verifiable with the information provided. Correction: the device code was updated from failure to deploy to mechanical issue.